Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiration date: 03/2020).

Event description:
It was reported that approximately thirty five months after the port catheter placement in the internal jugular vein, during the device removal procedure an alleged catheter rupture about seven cm from the chamber was identified. It was further reported that about twenty five cm of catheter segment was migrated into the cardiac cavity. Reportedly, the presence of hemi-circumferential crack of the migrated catheter was identified at about one cm downstream of the point of breakage. It was further reported that approximately fifteen days later, the migrated catheter was removed under local anesthesia. The patient is undergoing recovery phase.